Event description:
User alleges that shortly after starting use, they noticed blood in the water tank. No injury reported.

Manufacturer narrative:
MFR lab analysis revealed that there was an internal break in the inner lumen of the l-70 disposable set. The l-70 disposable set was tested on a hotline fluid warmer, per instructions for use, using colored water in the saline bag under gravity flow and there was an internal break in the inner lumen observed. No dye (colored water) was observed in the water tank. The set was then reviewed with engineering. Visual evaluation, under a microscope, confirmed that there is a break in the inner lumen of the tubing. Root cause of blood observed in the water tank of the hl-90 fluid warmer is still under investigation. Upon completion of the evaluation, a follow-up report will be submitted. Review of the complaint database reveals no other reports on this lot number.